Event description:
Philips received a complaint by the customer on the v60 indicating that a blower stalled error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a blower stalled error occurred. The unit was taken to the show for further evaluation by the biomed. The unit was powered on but the blower motor was locked up and grinding. It was confirmed that there was no output and the unit was alarming for blower motor stalled. The biomed ran the diagnostic report (drpt) and found that the blower motor was faulty. The biomed discovered that the motor was burnt up on the inside and had brownish, black powder coming out. The biomed determined a replacement of the blower assembly was required. The biomed ordered and replaced the blower assembly. The biomed tested the unit after repair and confirmed the unit was functioning properly and returned the unit to service. The biomed replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The removed blower was returned to the product investigation lab (pil). The blower was tested and the failure was confirmed. The pil technician visually inspected the blower and confirmed extreme amounts of contamination on the impeller and blower housing portions of the blower. The pil technician also confirmed that the contamination originated from sources exterior to the unit. The pil technician also confirmed the impeller spun out of balance when spun by hand. The pil technician also stated the blower operated with excessive noise and vibration during boot up and that there was very little flow being emitted from the blower during operation. The pil technician removed power from the standard test bed (stb) to prevent any physical or electrical damage to the stb due to the significant amount of vibration and noise. The pil technician confirmed that the issues noted with the blower stemmed from significant amount of contamination on the impellers and other portions of the blower. Pil stated the blower will not be going back to the vendor for vendor evaluation due to the amount of excessive contamination.